Event description:
It was reported the patient developed a large red spot at the ipg site and took oral antibiotics for two weeks but the redness did not resolve. The physician relocated the ipg and the patient developed a red spot and hematoma over the new ipg site. Follow-up determined the physician explanted the ipg; several months later the red spot and hematoma are still present. The physician drained the hematoma. The patient also experiences pain from the scar tissue at the original implant site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.